Event description:
It was reported that patient was revised due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 deg insert 36mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the provided medical records by a clinical consultant concluded. ¿[¿]current information would not be enough to establish such causes with adequate certainty due to lack of proper information although the suggestion is provided that probably procedure-related factors regarding cup position may have played some role but probably together with other procedure-related and/or patient-related factors about which there currently is no information.¿ device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient medical records were provided for medical review.